Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches and cracks on the display window.

Event description:
It was reported that the customer had a big crack from clear screen to the battery side of the insulin pump. The customer's blood glucose level was 95 mg/dl. The patient was advised after the troubleshooting was performed to return the insulin pump and revert to backup plan. The customer was informed that we will replaced the insulin pump. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.